Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the instrument data and did not find an instrument malfunction. Quality controls were within acceptable ranges. The hsc specialist recommended that the customer follow proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensuring that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low sodium, potassium and chloride results on one patient sample was an issue with the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl w/lm instrument. The discordant results were not reported to the physician(s). The sample was repeated once on the same instrument and in duplicate on an alternate dimension instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.